Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient presented to the office with an area on their abdomen at the site of the most recent pump replacement which was unhealed and had white discharge coming from the wound. The patient's primary doctor started them on antibiotics and the hcp made a referral back to the doctor for assessment. There were no diagnostics/troubleshooting performed and there were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was unresolved at the time of report and the patient's status was alive - with injury. No surgical intervention had occurred and it was unknown if intervention was planned. No further complications were reported or anticipated.